Manufacturer narrative:
(B)(4) d10: medical product: vngd cruciate punch/trial: catalog#32-487276, lot#z19h0983 g2: report source foreign: germany multiple MDR reports have been filed for this event. Please see associated report: 0001825034-2023-01932. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during kit inspection, two trial instruments were found to be brittle which resulted in a fracture on the wing chisel. There was no patient involvement and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; h2; h3; h6; h10. Upon receipt of additional information, this device was determined to be not reportable. Visual examination of the returned product identified signs of wear and use however was not fractured. Wear of the reported device has not resulted in serious injury or harm to the patient for this event or any prior events with same or similar products.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. Visual examination of the returned product identified signs of wear and use however was not fractured. Wear of the reported device has not resulted in serious injury or harm to the patient for this event or any prior events with same or similar products.